Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch due to noise resulting in oversensing was observed. It was unknown if the event was due to suspected insulation damage of the atrial lead or a device malfunction. The device was explanted due to normal elective replacement indicator. During the procedure, no insulation damage was observed on the atrial lead. The device was replaced and the atrial lead remains implanted. The patient was in stable condition. Related manufacturer report number: 2017865-2020-13476.